Manufacturer narrative:
The technician isolated the issue to be the head down inlet to the hydraulic manifold being clogged. The technician removed the clog from the head down inlet to resolve the issue.

Event description:
Technician alleged that the head will not lower mechanically or electrically. No alleged injuries by the account.